Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a carotid artery vascular procedure on an unknown date in 2020 and the suture was used. During surgery, there was suture breakage. A replacement device was used to complete the procedure. There was no harm to the patient and no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/23/2020. H3 evaluation: representative samples returned to support investigation of multiple device issues captured in reports 2210968-2020-02628, 2210968-2020-02629, 2210968-2020-02630, 2210968-2020-02631, 2210968-2020-02632, and 2210968-2020-02633. Analysis results have been included in follow-up reports for each. Unopened samples of product were received for analysis. The complaint sample was not returned for evaluation. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand with no defects, damage or suture breakage observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no suture breakage was found and the tested samples met the finished goods requirements.